Event description:
Reportedly, the pt died on (B)(6) 2012 while he was hospitalized in neurological dept - intensive care. The physician of the neurological dept didn't observe pacing spikes. The cardiologist interrogated the subject pacemaker after the death and he didn't observe any problems. The device was returned for analysis.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.